Manufacturer narrative:
B3: event date is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The allegation is against [1] of [2] [lead]; however, it is unknown which [lead(s)], therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000095785.

Event description:
It was reported that the patient was experiencing ineffective stimulation. The investigation did not determine which lead attributed to the issue. Surgical intervention was undertaken, and the leads were explanted and replaced.

Manufacturer narrative:
Correction: this issue is determined to be on two leads and not one lead as previously reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.